Manufacturer narrative:
Product ID: 3889-28, lot# va02dmk, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
(B)(6) 2015 patltr (con): additional information received reported that the patient was still having concerns with her device or therapy and had an appointment scheduled for (B)(6) 2015 regarding these issues.

Event description:
It was reported that the patient moved and had only minimal results with the implanted system. Her new healthcare provider (hcp) tried botox, but stopped due to continuing minimal results and re-occurring urinary tract infections (uti). It was too hard to get the patient reprogrammed, so she stopped using it and turned the implantable neurostimulator (ins) off. It was turned off about one and a half years ago. There were no interventions or patient outcome reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
(B)(4). Additional information reported that the patient's device was removed and therefore the device was not abandoned in the patient.

Event description:
Additional information received reported that there was not 50% or greater symptom reduction. The event cause was not determined and it was unknown if it was related to the patient's implanted device. Reprogramming was needed. The patient's device was removed and replaced. The patient was not recovered and symptoms were reportedly ongoing. The patient had recurrent utis and had taken several courses of antibiotics. Of note, the patient recently moved. No outcomes were reported regarding this event. If additional information is received, a follow-up report will be sent.